Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted using a ez-28 delivery device and removed intraoperatively due to capsular rupture. The incision was enlarged and sutures were required to close the wound. No additional lens was implanted. This event is related to the pt's left eye. Additional info has been requested, but has not been received. Please reference MDR# 1119279-2012-00242 for the intraocular lens.